Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the stations were slow because authentication delays occurred due to performance issues in the customer¿s active directory domain during the reported timeframe. A technical support specialist dialed into all reported stations and verified login performance; no issues were observed during troubleshooting. The medapp debug logs showed device authentication delays of approximately 63 seconds during multiple logins attempts. The es server event viewer and active directory logs were checked, and no significant errors were found. System boot time was confirmed as november 3, 2025, at 1:50 am. The system functioned as intended after the technical support specialist completed the investigation.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was slow during login and had rebooted, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.